Event description:
It was reported that the patient wants the vns explanted because it hurts. The device is not on. Good faith attempts were made for further information from the physician but no additional information was received. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient had a full vns explantation. During product return attempts, it was revealed that, historically, the facility does not hold explanted products long and that, most likely, the product was discarded. Therefore, the return of the explanted products are not expected.